Event description:
It was reported that the patient required a pocket revision due to the implantable pulse generator (ipg) moving in the pocket. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.